Manufacturer narrative:
(B)(4). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that during use of a portex® endotracheal tube, it was observed that the pilot balloon came off from its base. No injury was reported.